Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the patient's device is functioning. Surgery to explant the patient's device will be scheduled.